Event description:
It was reported that the consultant has used silicone pads along with berci grasping forceps during a common bile duct exploration. Consultant has removed the scope from the patient, when removing the silicone pads, one has bounced across the room and been retrieved, at this point the team are unable to locate the second. There are now concerns the second one has been lost within the abdomen. The consultant has explored laparoscopically but been unable to locate or retrieve this item. Patient was transferred to recovery stable no death or (unanticipated) serious deterioration in state of health reported. Since the location of the second pad is unclear and there is the possibility that it is still inside the patient, a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).